Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, two weeks prior to the electricity feeling, then I increased the current from 0.95 to 2. They immediately cut off the current and tried to lower it back to 0.95, but the stimulation was too much. They waited a week and they cut it back on, but got the same result on program 1. At the time of the report, they were on program 2 as they were instructed by a manufacturer representative (rep). All was well onprogram 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/ sacral nerve stim. It was reported that in early june, the patient had felt like they were going to the bathroom more, waiting 15-20 minutes between going instead of 1 hour. They turned stimulation up from 0.95v and left it on for several days. Then at one point, a week ago, they went to sit down in a chair with a foot rest, brought their legs up and laid back, and then felt a bolt of electricity through their body, down through their legs and feet. They got up and turned the ins off with their programmer (pp). They stated that they left it off for probably about a week, and began having a return of symptoms again. When they turned it back on, after decreasing to the original setting of 0.95v, they got the same reaction and it was occurring all the time, so they turned the ins off again. Troubleshooting included changing programs from program 1 to program 2, and setting stimulation at a comfortable level. It was recommended that the patient follow up with their healthcare provider to address their symptoms, and check their device and programming. No further patient complications are anticipated or expected as a result of this event.